Event description:
A distributor reported on behalf of a healthcare facility in china reported that a rt268 infant dual-heated evaqua2 breathing circuit had a hole in the inspiratory limb. There was no patient involvement.

Manufacturer narrative:
Ps400893. We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt268 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed a cut on the extension tube. The cut is located next to the patient end connector. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However based on photo provided as well as previous investigations, the hole was most likely caused while opening the box or the circuit kit bag with a sharp object. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt268 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "visually inspect breathing sets for damage before use and replace if damaged."

Event description:
A distributor reported on behalf of a healthcare facility in china reported that a rt268 infant dual-heated evaqua2 breathing circuit had a hole in the inspiratory limb. There was no patient involvement.